Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on january, first week after christmas. The customer blood glucose level was 23mg/dl at the time of incident and the current blood glucose level was 289 mg/dl. The customer was assisted with troubleshooting. The customer was treated with dextrose during hospitalization. Patient has been experiencing low bgs for 6 months. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer is unable to upload to carelink. Customer stated the drive support cap appears normal. The insulin pump will not be returned for analysis.